Manufacturer narrative:
Investigation summary: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of safety mechanism failure (eclipse) was not confirmed upon inspection of the photo. The photo provided did not clearly display the reported defect. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. Based on device history record review, no abnormality was observed during the production of the affected batches. Examination of the actual product involved may provide clarification as to the cause of the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported by the customer that the bd eclipse¿ needle 23 g x 1 in. Single use sterile was coming off during activation. The following information was provided by the initial reporter: safety arm of eclipse needle is coming off during activation.